Manufacturer narrative:
Findings: pump was received with frozen display then constant tone due to moisture damaged on electronic assembly. Unit had moisture damaged under lcd screen and corroded motor home switch. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture after dropping the device in water. The customer had a blood glucose level was mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.